Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26265. It was reported, the patient was not receiving effective stimulation and lead diagnostics revealed high impedances on both leads. The patient underwent surgical intervention to remove and replace the leads. In addition, the physician electively replaced the ipg. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.